Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an attempted implant, the lead experienced high thresholds. Various configurations were attempted, however due to the patient's challenging venous anatomy, the lead continued to exhibit high thresholds. The left ventricular (lv) lead was removed and the lv port was plugged to allow for a possible epicardial upgrade at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.